Event description:
Healthcare professional reported event noted one week injection with juvederm voluma with lidocaine in the medical cheeks patient experienced "misplacement" and "infection" in the "malar cheek below [right] eye." The patient was concomitantly injected with dysport in the glabellar area and upper left crow's feet. Approximately 4 weeks later, the patient was assessed by the healthcare professional who noted an "obvious infection below [the right] eye. Area inflamed, swelling, and very tender". The left side was also tender with moderate swelling, though "not as tender or red". Treatment was recommended by a consulting healthcare professional: keflex and antihistamine "for itchiness". During assessment ten days later, the healthcare professional noted the patient's infection had resolved but the filter is "hard on both sides near [the] tear trough. Right side is worse at the area where the infection was"; and the patient is scheduled for additional treatment with "hyalase".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection, inflammation, edema, erythema, pain, pruritis, induration and displacement" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions for use - as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site. The distributor and/or MFR must be informed about any other undesirable side effects linked to the juvederm voluma xc injection.